Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Patient had knee replacement surgery on unknown date. Allegedly the advantim tibial insert was revised due to wear on (B)(6) 2016. Replaced with advantim tibial insert and advance patella component.